Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported by a caregiver that the customer received a 'wait 60 minutes' error message with the freestyle libre sensor. It was reported that the customer "had hallucinations" and was unable to self-treat. The customer had contact with a healthcare professional, who treated the customer with sugar water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
It was reported by a caregiver that the customer received a 'wait 60 minutes' error message with the freestyle libre sensor. It was reported that the customer "had hallucinations" and was unable to self-treat. The customer had contact with a healthcare professional, who treated the customer with sugar water. There was no report of death or permanent injury associated with this event.